Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) was unable to be duplicated. Upon further investigation, a reportable malfunction was found. The cable was pulled internally, damaging wires within the cable. The belt did not pass falloff testing. The root cause for the damaged wires was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt does not communicate with monitor.